Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The calcified and 90% stenosed lesion was located in the mid left anterior descending (lad) coronary artery. Difficulty was also reported inserting the guidewire. The procedure was not completed due to this event. No pt injuries or complications were reported. Pt status is reported "good".